Event description:
New information available on (B)(6) 2018 states that, the patient presented remotely via merlin.net transmissions. The cardiac resynchronization therapy defibrillator exhibited nonsustained right ventricular oversensing episodes due to post-paced t-wave oversensing on the ventricular channel, observed on stored egm. The patient was asymptomatic due to the event. Programming changes were discussed.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. The cardiac resynchronization therapy defibrillator exhibited multiple nonsustained right ventricular oversensing episodes due to post-paced t-wave oversensing on the ventricular channel, observed on stored egm. No patient symptoms were reported. Programming changes were discussed.